Event description:
Patient reported "puncture on the left implant." Later healthcare professional reported "rupture and lymphadenopathie". The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2 b1 d6a d9 g2 h3 h6. Clarification to b3 partial date of event: (B)(6) 2024 was provided.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Patient reported "puncture on the left implant." The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ lymphadenopathy: unable to observe as it is not related to the manufacturing process. ¿ rupture: observed an opening assessed as an unidentified (tear) opening (shell thickness within spec) as per the investigation procedure, creases was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: h3, h6.

Event description:
Patient reported "puncture on the left implant." Later healthcare professional reported "rupture and lymphadenopathie". The device has been explanted and replaced.

Manufacturer narrative:
The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported "puncture on the left implant." Later healthcare professional reported "rupture and lymphadenopathie on the left side." The device has been explanted and replaced with an unknown device.

Event description:
Patient reported "puncture on the left implant." Later healthcare professional reported "rupture and lymphadenopathie". The device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplement medwatch#2: aware date should have been listed as 05/19/2025.